Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message had kept saying clear object and closed order requires maintenance. The field service engineer (fse) found that matrix drawer 4 was not opening again after being closed. The fse replaced the close sensor and successfully completed the hardware function test. The pharmacy was able to access the drawer without further issues. Preventive inspections were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the error message kept saying clear object and closed order requires maintenance however, the door was shut and there were no objects in the way. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.